Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
Complaint alleges battery is empty. Failure to power on device may prevent or delay defibrillation, which could cause an adverse event. No patient involvement.

Event description:
The distributor contacted heartsine to report that their devices's battery was empty before its expiry date. As the complaint alleges battery is empty, the device would be unable to power on. Failure to power on device may prevent or delay defibrillation, which could cause an adverse event. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the returned pad-pak was found to be depleted beyond any use. No fault was found on the device that would have resulted in the depletion of a pad-pak. The investigation can only suggest the depletion of the pad-pak could relate to an issue with the storage conditions of the pad-pak prior to the installation within the device. However, this could not be confirmed. The device was scrapped by heartsine and the customer was provided with a replacement device.